Event description:
It was reported an unspecified alarm occurred that suspended insulin delivery. Reportedly, the pump was reset to resolve the issue. There was no reported adverse impact to the customer's blood glucose level. Customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.